Event description:
It was reported that a downstream occlusion occurred to both the drug and coolant port. An ekosonic catheter was selected for use during a bilateral pulmonary embolism procedure. At the start of the procedure, a downstream occlusion alarm was noted to the drug and coolant pump. At this time, the lines were checked for kinks and none were found. The pump pressure limit was increased from 325 mmhg to 525 mmhg. Both lines were then flushed. This cleared the coolant alarm. The drug line was flushed with a bolus of tissue plasminogen activator (tpa). It was noticed that there was difficulty when flushing with tpa and a bulge was observed in the line. Another attempt was made to flush the drug line, which was successfully, but again with resistance. Approximately, 5 minutes later, the pump alarm returned. The infusion was not able to continue at this time due to the alarm, and the procedure was discontinued at this time. No patient consequences were reported.

Manufacturer narrative:
Updates to: d3 and g1. Device evaluation: the catheter came back for analysis. Blood was observed in the drug and coolant lumens. Blood or other organic matter was observed in all the drug pores. A tool mark as seen at 37.1 cm distal to the strain relief on the ultra sonic core (usc) and tube damage and a kink were seen at a suture site at 28.2 cm distal to the strain relief of the infusion catheter (ic). This usc crushed shaft damage aligned with the suture damage on the ic.

Event description:
It was reported that a downstream occlusion occurred to both the drug and coolant port. An ekosonic catheter was selected for use during a bilateral pulmonary embolism procedure. At the start of the procedure, a downstream occlusion alarm was noted to the drug and coolant pump. At this time, the lines were checked for kinks and none were found. The pump pressure limit was increased from 325 mmhg to 525 mmhg. Both lines were then flushed. This cleared the coolant alarm. The drug line was flushed with a bolus of tissue plasminogen activator (tpa). It was noticed that there was difficulty when flushing with tpa and a bulge was observed in the line. Another attempt was made to flush the drug line, which was successfully, but again with resistance. Approximately, 5 minutes later, the pump alarm returned. The infusion was not able to continue at this time due to the alarm, and the procedure was discontinued at this time. No patient consequences were reported.